Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. There were no patient complications reported.